Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number available is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "we would like to inform you that we recently encountered a technical problem with an arcticgel - reference (B)(4). Indeed, when installing the device in intensive care, we encountered an "air bubble" problem. This has never happened before. Following this malfunction, we had to change the device. This is lot no. Ngjx2088."

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak through a lifted edge of the manifold. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. Visual inspection noted the following: 1. No obvious visible defects such as cuts or tears in the foam. 2. No visible chips or deformities at the ends of all connectors. 3 tubing for all the pads noted no major kinks present. 4. All pads were returned wet. The hydrogel on the left thigh, right chest, and right thigh pads was degraded and easily lifted from the pad surface. Pr# (B)(4) was opened to capture this finding. Hydrogel was intact with the right chest pad and not separated. 5. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. 1. Left thigh pad: a total of 5.2 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -6.8 psi. 3. Right chest pad: flow rate was unobtainable due to an air leak through a lifted edge of the manifold. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for the returned pad kit. (Acceptable range > 2.4 l/min. M2). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Based on the results of this investigation, no additional actions are required. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that "we would like to inform you that we recently encountered a technical problem with an arcticgel - reference (B)(4). Indeed, when installing the device in intensive care, we encountered an "air bubble" problem. This has never happened before. Following this malfunction, we had to change the device. This is lot no. Ngjx2088." Per follow up information received via task on 02jul2025, no harm suffered. Per sample evaluation results received via task on 21oct2025, it was reported that the hydrogel was degraded and lifts from the pad surface.